Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the down button is responding intermittently for one month. The reporter indicated there was no damaged to the keypad. The issue was not resolved with training. There was no evidence of product misuse. The animas product is being returned for investigation. The patient will go to the backup plan as needed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the issue with the keypad button malfunction was confirmed through product analysis. The up and down buttons are intermittently responding to user inputs during testing. There was evidence of keypad adhesive found under the key contacts.